Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the event occurred when the customer was performing planned treatment/non-emergency vascular treatment which was completed on another system. The philips field service engineer (fse) inspected the system onsite and that no image was being displayed on the monitor. Upon functional testing fse found a blown fuse resulting no power from r cab ny x32 and x31 leading to dvi splitter and to b cabinet. To resolve the issue fse replaced 6.3 a fuse for 2ny x31 output. After this the issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that no image was being displayed on the monitor. The system was in clinical use at the time of the event . There was no harm reported. Philips has started an investigation of this complaint.